Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.